Manufacturer narrative:
Qn#(B)(4). The customer returned one guide wire for analysis. Signs of use were observed on the guide wire. The introducer needle involved with this complaint was not returned for analysis. Visual analysis revealed that guide wire contained two major kinks. Microscopic examination confirmed the kinking and revealed that the distal and proximal welds were secure and intact. Visual analysis could not be performed on the needle or syringe involved with this complaint as they were not returned. The kinks on the guide wire measured 40mm and 580mm from the proximal weld. The guide wire length measured 602mm, which is within the specification limits of 600mm-608mm per the guide wire product drawing. The guide wire outer diameter measured 0.81mm, which is within the specification limits of 0.788mm-0.826mmper the guide wire product drawing. The guide wire was inserted through a lab inventory ars/18ga introducer needle. No resistance was encountered as the guide wire passed completely through the subassembly. Performed per IFU statement, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage". The IFU also states, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested". The report of a kinked guide wire was confirmed. Visual analysis revealed that the guide wire contained two distinct kinks. Despite the damage, the guide wire met all relevant dimensional and functional requirements. A device history record review did not reveal any relevant findings to suggest a manufacturing issue. Despite the observed kinking, without the introducer needle and ars also returned for analysis, the root cause cannot be determined as part of this complaint. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported "physician inserted guide wire straight/floppy side into needle and wire bent. Removed wire from vessel." There was no patient harm or injury. No medical intervention required. The patient's current condition is reported as "fine".